Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on iphone 15 pro (ios 17.4) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. Testing performed by: (B)(4). After a thorough investigation the software support team confirmed through database application logs that issue was being caused by carelink generating http 500 error level responses. Escalated issue to dev and test teams to investigate further. In the interim recommended to helpline that pump be replaced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_p. (Most likely) root cause: most likely pump hardware failure or security certificate issue. Analysis summary: the pump was replaced, and the issue has been confirmed as resolved by the helpline. Esf number: afc code: fb35af other device setting issue. Software requirement document number: 10938952doc_p. Client system/application version: carelink personal -> 14.12. Investigation performed by: (B)(4). Investigation completion date: 31/jul/24 2:33 pm. Carelink personal -> 14.12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 04-jun-2024 to 16-jul-2024 as per new additional information and which is updated section b3. Additional information has been received regarding the awareness date and notify date change which was not included in the initial report. So, the correct awareness date and notify date has been changed from 04-jun-2024 to 16-jul-2024 as per new additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication other device to software, unable to upload/download. The customer reported no adverse event. The event involved product(s) mmt-6102. Trouble shooting was performed and unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.